Event description:
This literature article aimed to evaluate the femtosecond laser refractive lens surgery incision by means of morphological anterior segment - optical coherence tomography (as-oct) analysis and corneal aberration effect. The high-resolution corneal scan revealed that there were surface irregularities in 3 pts and all were posterior in the form of defects. This case is for the pt who had a posterior gap on the first postoperative day with descemet membrane detachment in the primary incision which completely resolved after the first month. On the other hand, the descemet membrane detachment that we encountered in one case may be related to a short "subendothelial" incision or inadvertent sinskey hook manipulation. The results revealed that the incision was precise even with different surgeons and both the length and angle changed minimally during the first postoperative month, achieving the desired preoperative parameters. There are three medical device reports being filled for this literature article. This report would be the third of the three.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a serial number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account for further investigation. Citation: alio j.l. Abdou a.a. Soria f. Javaloy j. Fernandez-buenaga r. Nagy z.z. Filkorn t. Femtosecond laser cataract incision morphology and corneal higher-order aberration analysis.j refract surg. 2013;29(9):590-595. (B)(4).